Event description:
Iabp overheated and went into standby. Unable to restart pump. Iabp exchanged. Our technology departments notes state: we did not find anything in particular wrong with this device. I did go ahead and replace the compressor since it¿s about 500 hours away from needing replaced anyway. As these compressors age, they need to work harder to keep up which could potentially cause them to get hot. Both fans seem to be functioning properly with no obstructions. There is an active recall out on these regarding this exact issue- https://www.FDA.gov/medical-devices/medical-device-recalls/getingemaquetdatascope-recalls-cardiosave-hybrid-and-rescue-intra-aortic-balloon-pumps-iabps-system I confirmed with our service rep and there is not a resolution out yet for this yet, but there should be a software update coming soon. ====================== manufacturer response for intra-aortic balloon pump, cardiosave hybrid (per site reporter) ====================== upgrade coming soon